Event description:
Guidant received info from a patient's family member that this patient had an unspecified problem one or two weeks after the procedure to implant this pacing system and expired within two months of the implant procedure.